Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the sample does not present any damage that could cause malfunctions. Functional testing found a leak was observed between the tube and 3-y-connector in the unit, the complaint is confirmed. The root cause of the reported issue was found to be due to lack of adhesive s-10 between tube and connector, during bonding assembly. An awareness notification was conducted by the quality engineer on 15-feb-2023 to the production personnel to explain the importance of adherence in the procedure. Action taken after the manufactured lot reported in this complaint. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a leakage problem, no injury reported. The outcome of the event was resolved.